Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00825. It was reported the patient experienced uncomfortable stimulation. Diagnostics discovered one the patient's leads had multiple contacts with high and low impedance. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Reportedly, the issue has resolved. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported.